Manufacturer narrative:
The report was submitted without a production lot number therefore, the MFR site is unk.

Event description:
During a laparocopic cholecystectomy procedure, the clips did not form properly. The surgeon appleid another device without pt injury.